Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported none of their buttons were responsive to clear the alarm. It was also reported the customer had a broken belt clip. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump was received without belt clip assembly. The insulin pump was unable to verify belt clip anomaly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.